Event description:
It was reported that the patient's device had prematurely depleted. The patient was implanted in (B)(6) 2023, and his device is at end of service. It was further reported that the patient had a battery replacement on (B)(6) 2025 due to battery depletion and the suspect device will be returned. The suspect device has not yet been received. No further surgical intervention has been reported to date. No additional relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
H6, adverse event problem codes, corrected data: initial report inadvertently submitted with incorrect investigation finding code.

Event description:
The suspect device was received and is currently undergoing product analysis. The generator's internal data was reviewed.

Event description:
Product analysis was completed on the suspect device. The pulse generator would not interrogate due to complete battery depletion. Therefore, a system diagnostic test, a wandcomm diag, and final electrical test could not be performed. The pulse generator was opened, the measured battery voltage confirmed an eos condition. A comprehensive automated pcba electrical evaluation was performed. In order to monitor the current consumption (standby current) of the generator, the generator was programmed to the last programmed settings (2.50ma, 20hz, 500us, 30sec on, 1.1min off with a 4k ohm load) and placed in a temperature chamber set to 37.0 the standby current was monitored for fourteen days. No increase in current consumption was observed. A comprehensive automated pcba electrical evaluation and a battery life calculation were performed. The device performed according to functional specifications. Product analysis worksheet was reviewed and showed no anomalies. Wandcomm data was reviewed and showed no anomalies.